Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, at 40,085 joules and 8:36 minutes, fiber tip damage and "vaporization interrupts continuously" were noted. The fiber was exchanged and at 357,997 joules and 38:38 minutes, while using the second surgical fiber, "vaporization interrupts nonstop" was noted. The second fiber was exchanged and the third fiber was used to complete the procedure. The tips of both fibers were cleaned during the procedure. No harm to the patient reported. This event is for the first fiber.